Manufacturer narrative:
The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus repair center found that the cable was broken at the bending section. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the broken cable. If significant additional information is received, this report will be supplemented.

Event description:
The user found that error e226 (scope communication error) was displayed. The user returned the device to olympus repair center. During the inspection of the device, olympus repair center found that error b30 (scope communication error) was displayed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.